Event description:
Pt reported as treating physician "has diagnosed excess tubing starting to extrude and port has flipped." Surgery to reposition port and tubing has occurred.

Event description:
Follow up findings: subsequent report indicates pt had unusual bout of dysphagia and was diagnosed with an erosion. The device was explanted.